Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw had loosened at the site. Even after attempted to retighten it would come loose.

Event description:
It was reported that the abutment screw had loosened at the site. Even after attempted to retighten it would come loose.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU) and risk management file. The complaint addressed the next event for screw loosening. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. Bone density type was unknown. The reported device was located on tooth site #30 (universal) and had been used for 4 years and 11 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for zimmer dental implant systems 4894 rev 6 - 08/19. Information identified: single use. Per the applicable IFU, it is stated do not reuse single use or single patient devices. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. DHR review: DHR review could not be performed as the lot number associated with the reported mhlas screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the mhlas dating back to 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (functional loosening) and device (mhlas). Malf/event: based on the available information, device malfunction could not be verified and the reported event was nonverifiable as the exact details of event were nonverifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.